Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is powers on to white screen, no pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the display connector burned and outlet seal contaminated. The customer complaint was reproduced. There was three error has been identified. The device was scrapped.